Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 10 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results) 1 device: actuator; part/component/sub-assembly term not applicable; rod/shaft / mechanical problem identified; wear problem 1 device: appropriate term/code not available / no findings available 1 device: fastener; wheel / mechanical problem identified 2 devices: part/component/sub-assembly term not applicable / mechanical problem identified 1 device: part/component/sub-assembly term not applicable / wear problem 1 device: part/component/sub-assembly term not applicable; rod/shaft / mechanical problem identified 1 device: pin / device migration 1 device: pin; wheel / device migration; mechanical problem identified 3 devices: wheel / wear problem. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 12 malfunction events(s), where it was reported the devices experienced steer mechanism is difficult to engage/disengage. No adverse consequence or clinically relevant delay in treatment was reported.